Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. Review of the data stored in the device found that the shock impedance had been trending high at around 115 ohms. The patient was brought into the office where the high shock impedance measurements were able to be replicated. No further evaluation was performed and the alert for the remote home monitoring system was increased to 150 ohms. At this time the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.